Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. On (B)(6) 2017, the patient presented for a clinic visit and laboratory test results showed an elevated lactate dehydrogenase (ldh) of approximately 635 u/l. The physician requested log file review. The manufacturer¿s technical services representative reviewed the submitted log file and the recorded data was unremarkable. On (B)(6) 2017, it was reported that the patient was admitted due to suspected thrombosis. The second system controller log file submitted to the manufacturer's technical services for analysis showed device parameters consistent with thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the elevated lactate dehydrogenase and suspected thrombosis could not be conclusively determined. Evaluation of the submitted system controller log files which contained data from 25 oct 2017 through 08 dec 2017 revealed no atypical alarms and the pump remained above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further related issues reported. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the elevated lactate dehydrogenase (ldh) was a coincidental finding during routine lab draws. The patient had no signs/symptoms of heart failure or hematuria. At the time of the event, the patient was taking aspirin and coumadin and their inr was therapeutic at 2.1. On admission, the patient was started on a heparin infusion and persantine was added. A ramp echocardiogram study performed on an unspecified date was slightly abnormal with improvement in left ventricular internal dimensions at end diastole (lvedd) after 4 days. A CT angiogram was negative for thrombosis along inflow and outflow. On 20 dec 2017, the patient was discharged to home. No further information was provided.